Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on both right atrial (ra) lead and right ventricular (rv) lead channels, leading to inappropriate anti-tachycardia pacing (atp) and a single shock delivery. Technical services (ts) was consulted, and upon review it was noted that the noise was consistent with electromagnetic interference (emi). Technical services (ts) recommended magnet placement during surgical procedures to prevent inappropriate therapy or evaluating emi sources in the house. No additional adverse patient effects were reported. This device remains in service.